Event description:
Multi-infusion device. One of the staff members brought to attention that the end port (female end) is not locking and "spins". There have not been any reported occurrences of unintentional disconnect and no issues of pending medications use in system with the loss of flow and pressure. Investigation: it is the female luer lock piece on the manifold. It is the piece that the nss or d5w, d10w runs through. It did not leak. It was not able to be pulled off when attempted but it does keep turning on the manifold noted to possibly be defective. We attempted to screw on the extension set that was actually used with possibly defective manifold and we were able to continue to screw the set on without it stopping at some point. This same piece of extension tubing was able to be screwed onto another piece of equipment and did stop turning. We obtained another extension set and it locked on the possibly defective manifold once it was turned an entire 6 times, then attempted a few more times and continued to turn. Once again it would not come off if pulled. It had to be unscrewed to come off.we then obtained a new manifold from same lot and were able to screw on ext set without difficulty and it locked. We then took the old extension set that was used with possibly defective manifold and were able to screw and lock this tubing into new manifold.